Event description:
The manufacturer's representative reported the patient's device system was explanted several months ago due to infection. The patient's device system was eventually replaced. No specific patient symptoms or outcome were provided. The drug contained in the patient's pump is unk. Additional information has been requested, but was not available at the time of this report.